Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing resulted in audio failure. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient reported that they did not hear the audio alert from the receiver and passed out. The patient was found by a tenant who called the ambulance. The emergency medical technicians (emts) injected the patient with sugar substance and took his vitals. The patient refused a visit to the hospital and did not have follow-up with his physician. At the time of contact, the patient was recovered and in normal condition. No additional event or patient information was provided. The complaint device was returned for investigation. A follow-up report will be submitted upon completion of device evaluation.